Manufacturer narrative:
Initial reporter facility name (cont.): (B)(6) hospital. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 70-year-old male patient (63 kgs) underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring a pericardiocentesis. The patient had pericardial effusion since before the procedure. After the procedure, drainage was performed due to the presence of increased pericardial effusion. After the procedure was completed, cardiac tamponade was noted when an echo was checked. The patient was hemodynamically stable, and the patient's condition remained unchanged after drainage. Hemodynamics were stable since before drainage, and there seemed to be no problem. At the time of the call, the patient will be discharged, planned as usual. B.b (transseptal puncture) was conducted with using japan lifeline (jll) radiofrequency (rf) needle. The pericardial effusion was noted preoperatively but ablation was performed because of the small amount. Steam pop was not confirmed. Stsf irrigation catheter was used. Flow rate setting: 35w or higher 15ml. Below 35w 8ml. The physician's opinion on the relationship between the event and the product: ¿pericardial effusion, which had been noted preoperatively, seemed to increase after the procedure, and drainage was performed. When operating on the anterior wall ridge during lpv isolation, there was a strange felt from the outside. Pericardial effusion may have increased at that time. I consider that there is no relationship with this product.¿ the physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient outcome of the adverse event was unchanged. The generator used was a smartablate. Force visualization features used were real time graph; dashboard; vector; visitag with fot and tag index.. The patient did not require extended hospitalization due to the adverse event. Correct catheter settings were selected on the generator. The pump flow was controlled normally by generator. No error messages were observed on biosense webster equipment during the procedure. The visitag module was used, the parameters for stability used were range: 3mm, time:3sec, fot:25%, tag size;2.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 30769625l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).